Event description:
It was reported that the patient sustained unspecified injuries resulting from spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient now has "serious pain, physical limitations" and visits doctor frequently.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and underwent fusion surgery in which rhbmp2/acs was used.